Manufacturer narrative:
The customer biomedical engineer troubleshooting the reported issue with ge healthcare technical support. It was recommended to replace the color control board. No further information is available regarding the resolution of the reported issue. Block a: no report of patient involvement.

Event description:
The hospital reported a software watchdog failure preventing mechanical ventilation. There was no report of patient involvement.